Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Eval summary: as returned, the leading threads on both the devices were damaged indicating cross-threading. The hexagonal head portions of the connecting bolts are also damaged, indicating misalignment of the mating part. To ensure proper nail assembly, surgical technique indicates to rotate the nail around the connecting bolt to begin threading the bolt into the proximal portion of the nail. This is ensured by aligning the etched arrow on the nail and the barrel of the targeting guide. Also, the surgical technique suggests ensuring that the nail is tightened to the barrel of the guide and that the teeth on the barrel inter-digitate with notches in the nail. It is unknown whether these procedures were followed. Failure to follow these can lead to cross threading. There is insufficient information provided in the per to determine the root cause of the reported event. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the locking bolts would not seat in the femoral nail. An 11mm nail was used to complete the procedure.